Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During use, the white plastic tip came off the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The actual device was returned for evaluation with the cannula cap detached from the cannula tabs and missing. No more damages were noted during visual examination. The device was functionally examined and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.